Event description:
Patient reported monitor completely turning off and rebooting randomly. Patient further stated multiple error codes. Wcd role in the event is pending evaluation of to-be-returned device.